Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 device were functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; the patient experienced an abrasion.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; the patient experienced an abrasion.